Manufacturer narrative:
Unit passed the displacement test, self test, a21 error test and basicocclusion test. All operating currents are within specification. Lowbatt alarm and off no power alarm functions properly. No motor erroralarm noted. No e70 alarm noted in alarm history screen. Unit was unableto prime during prime/a33 test due to faulty fsr (gold). Unable toperform the occlusion test and excessive no delivery test due toprime/fill anomaly. Motor passed motor test. Unit had a scratcheddisplay window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 347 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.